Event description:
It was reported that the ventilator fell down of the cart during MRI treatment. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator fell down of the cart during MRI treatment. No parts were reported to have been replaced, no log files, pictures or service report has been provided. This information is not specific enough to point to any particular fault. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure.

Event description:
Manufacturer ref#: (B)(4).